Event description:
It was reported that during a breast biopsy the holster locked up and would not fire. The pt's breast was pierced. The procedure was abort and the pt was rescheduled.

Manufacturer narrative:
Date sent: 09/04/2007.